Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: european journal of obstetrics & gynecology and reproductive biology. 2017; 211: 62¿67. Doi: http://dx.doi.org/10.1016/j.ejogrb.2017.02.005 - [(B)(4)].

Event description:
It was reported via journal article: "title: prospective long-term results, complications and risk factors in pelvic organ prolapse treatment with vaginal mesh." Authors: inés m. Laso-garcía, miguel a. Rodríguez-cabello, miguel a. Jiménez-cidre, andrea orosa-andrada, david carracedo-calvo, luis lópez-fando, francisco j. Burgos-revilla. Title: prospective long-term results, complications and risk factors in pelvic organ prolapse treatment with vaginal mesh. Authors: inés m. Laso-garcía, miguel a. Rodríguez-cabello, miguel a. Jiménez-cidre, andrea orosa-andrada, david carracedo-calvo, luis lópez-fando, francisco j. Burgos-revilla. Citation: european journal of obstetrics & gynecology and reproductive biology. 2017; 211: 62¿67. Doi: http://dx.doi.org/10.1016/j.ejogrb.2017.02.005. The objectives of this study was to assess the long-term results and complications of pelvic organ prolapse (pop) treatment with transvaginal mesh. This is a prospective observational study of 75 women who underwent surgery between 2005 and 2008 for repair of pop using the standardized transvaginal mesh procedure with the tension-free prolift transvaginal mesh (ethicon). Reported complications included extrusion (n-9) which required surveillance (n-3), topical estrogen (n-3), and excision (n-3); cervix elongation (n-1) which required reoperation; de novo pelvic pain (n-4) which required surveillance; de novo stress urinary incontinence (n-4); de novo urge urinary incontinence (n-4) which required medications (n-3); grade 2 hysterocele in the middle compartment (n-2) in which no further surgery was required as the patients were asymptomatic; grade 3 hysterocele in the middle compartment (n-3) in which no further surgery was required as the patients were asymptomatic; grade 2 anterior compartment failure (n-1) in which no further surgery was required as the patients were asymptomatic; and grade 2 posterior compartment failure (n-1) in which no further surgery was required as the patients were asymptomatic. It was concluded that the vaginal mesh provides favorable anatomical, functional and subjective outcomes in long-term follow-up. The majority of functional features showed an improvement, although some of them worsened. Nevertheless, the global subjective evaluation of the patients was excellent. This suggests that the overall quality of life of the patients improves, even considering the side effects of the treatment.